Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the burning sensation was that they fell. The steps taken to resolve the burning sensation included letting it run down. Further information received from the manufacturer representative reported that the patient had coupling issues and burning sensation. The representative noted that the burning sensations were not addressed at the appointment and no imaging had been performed. The representative stated that the healthcare provider would address it at a later date.

Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator for complex regional pain syndrome type I. Patient reported that she had a "burning sensation" at the implantable neurostimulator (ins) site and in her neck where the lead wires are placed. Patient states it feels like a "cigarette burn" sensation patient stated "for longer than a month". Patient reported that she had a fall 6 months ago but she was not hurt. Patient did not report the fall to her doctor. The patient had her appointment with managing hcp on (B)(6) at 9:30.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.